Event description:
A report was received that the patients battery was no longer charging. It was also reported that the physician experienced erratic shocks at his back and due to the shocks, the physician suspected a possible malfunction. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patients battery was no longer charging. It was also reported that the physician experienced erratic shocks at his back and due to the shocks, the physician suspected a possible malfunction. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.